Manufacturer narrative:
Device evaluation: one smiths medical level 1 high flow warming set in addition to two pictures were returned for analysis in used condition. On visual inspection of the pictures, no leak was observed. No defects were observed on visual inspection of the returned sample. Functional testing involved performing a leak test by introducing water in the product. No leak was found during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
It was reported that leakage was observed during use of the disposable. The operator stopped using the product as a result. No patient injury or complications were reported in relation to this event.